Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was not received for evaluation, however a companion sample and a picture were provided. The samples were visually inspected and primed under simulated conditions and no product malfunction was identified. Nevertheless, the reported condition is considered as confirmed based on information received. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(6). The device was not received for evaluation, however a picture was provided. The visual inspection of the provided picture could not verify the leak. Nevertheless, the reported condition is considered as confirmed based on information received. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex st150, an external blood leak was observed from the arterial port connection of the dialysis catheter (arrow two lumen ) and the circuit tubing. An ¿air in the circuit¿ alarm was triggered at time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.